Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On approximately 01/01/2025, the patient reported that the cgm was displaying a low mg/dl reading, while her blood glucose meter indicated she ¿was not low at all.¿ no specific bgm value was provided for comparison. The patient reported experiencing a seizure following this discrepancy and was transported to the emergency room. The patient declined to provide any additional details regarding the event, including information about treatment received, medications administered, or the duration of the ER stay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.